Event description:
The user ran a control test and the result was 404 mg/dl. The value was saved in the device memory as 314 mg/dl. The device was replaced and requested to be returned for evaluation.